Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had hypoglycemia and called paramedics. The patient's blood glucose levels dropped to 50 mg/dl. The patient reports they could not talk or move. The paramedics gave the patient a coke and some peanut butter crackers to help bring up the blood glucose levels. The patient reports she had taken a 3 unit correction for a high bg level during the early morning hours. She states she thinks she might have taken too much insulin because she was having a prolonged low after and had to call the paramedics.